Manufacturer narrative:
An investigation was completed in response to a customer complaint for obtaining a false negative cefoxitin screen for staphylococcus aureus while testing two positive blood cultures from the same patient using the vitek® 2 ast-p644 test kit (reference # 418673, lot # 7440999103). Two strains were submitted by the customer for investigational testing. Both strains were confirmed to be staphylococcus aureus with the vitek® 2 gp ID test kit (lot 2420822203). Investigational testing included testing the strain using reference methods as well as analyzing the strain using the vitek® 2 ast-p644 test kit from the customer's lot (7440999103) and a random lot (7441041403). ----reference test results:---- pcr meca/mecc = meca positive (both strains) agar dilution (ad): oxacillin (ox) mic = 2 mg/l (susceptible, both strains) kirby-bauer cefoxitin (fox kb): strain 1 - d = 17.5 mm (resistant) strain 2 - d = 18 mm (resistant) ----vitek® 2 ast-p644 results---- customer's lot (7440999103): ox mic = 1 mg/l (susceptible, both strains) cefoxitin screen (oxsf) = neg (susceptible, both strains) random lot (7441041403) ox mic = 1 mg/l (susceptible, both strains) cefoxitin screen (oxsf) = neg (susceptible, both strains) the ox values for both the customer lot and the random lot are within essential agreement (< 1 doubling dilution) without category error, when compared to the reference ad mic (2 mg/l s). The negative oxsf tests for both lots are not correlated with the disc diffusion results (cefoxitin diameter r). Note : a study of organism growth shows late growth in the environment of the vitek® 2 card, which can explain the false negative oxsf results. ----conclusions---- the customer false negative oxsf results were reproduced internally on both strains and on both lots tested, but, with the ox mics = 1 mg/l (s), the phenotype proposal of "acquired penicillinase or modification of pbp" indicates there may be a modified pbp present ((B)(6)). Fsca 4018 was issued for the us, 21aug2018. CAPA pr 1494225 (vitek® 2 systems ast (united states scope) -non detection of (B)(6) - fsca 4018) was opened 17sep2018. Ast-p644 lot # 7440999103 met final qc release criteria. This lot passed qc performance testing.

Event description:
A customer in (B)(6) notified biomérieux of obtaining a false negative cefoxitin screen for (B)(6) while testing two positive blood cultures from the same patient using the vitek® 2 ast-p644 test kit (reference # 418673, lot # 7440999103). Alternate testing was performed using disk diffusion, chromid® mrsa, and mrsa latex test. The disk diffusion results were resistant for cefoxitin. For both blood samples, the chromid® mrsa and latex test for (B)(6) results were (B)(6). There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation has been initiated.